Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 550 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was removed from the insulin pump and treated with intravenous drip. It was also reported that the insulin pump was not delivering insulin, however there was an absence of a no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.